Event description:
Additional information was received. It was reported that there was no patient involved when the issue occurred. The issue reported was about the cd drive being unable to load images. The cd drive was not determined to be the problem. A large amount of data was deleted from the navigation system to free up space as this often stops the system from freezing.

Manufacturer narrative:
H2: additional information added to b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736355, version: 2.0.3, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735999, serial/lot #: (B)(6). H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the site could also not load from a usb. The solid state drive (ssd) was replaced and the system then passed testing. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown context. It was reported that the screen froze while in use. The staff were unable to load data from a disk. The system had to be rebooted for the doctors to continue working. A manufacturing representative (rep) came on site and cleared the memory which seemed to have rectified the issue. No other information was provided.

Manufacturer narrative:
H2, correction: d3-4 updated. H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue as the logs/exams were unavailable due to the hard drive (product: 9735999, lot: unknown) getting replaced. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.